Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure, the left ventricular (lv) lead was placed successfully. When the physician removed the guidewire after slitting the sheath, the wire did not move and would not come out easily. The physician pulled so hard that the wire actually snapped and a portion of the wire was left inside the lumen of the lead. Sensing, threshold, and impedance were unchanged in this state and unchanged once the lead was connected to the device. The physician chose to continued using the lead even with a portion of the wire stuck inside the lumen. The lead remains in use. No patient complications have been reported as a result of this event.